Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent migration occurred. The 50% stenosed target lesion was located in the moderately tortuous left subclavian artery. A non-boston scientific sheath was guided proximally to the left subclavian artery lesion by left brachial artery puncture. Since the stenosis rate was mild, a 10x40x75mm epic stent was deployed in left subclavian artery without predilation. However, angiography after implantation showed that the distal end of the stent had protruded into the inferior aortic arch. A 9fr sheath was guided from the right femoral artery to the proximal part of the stent, and the stent was pulled in with a snare to the right common iliac artery. It was planned to be removed through an open wound, but due to a drop in blood pressure, it was decided to move the patient from the angiography room to the operating room after a computerized tomography (CT) scan to perform the procedure. After coil embolization of the posterior pancreatic duodenal artery due to bleeding in the abdominal cavity on the CT scan, the physician suggested that an open wound removal would be difficult, so an apposition was perform with a stent graft and completed the procedure. The bleeding is not related to the epic. The patient was stable and under observation as well as recuperating in intensive care unit. The attending physician informed that the cause of the patient's hypotension was a possible vascular perforation due to the 0.035 inch non-boston scientific guidewire migrated into the celiac artery when guiding the 9fr sheath.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). B5: describe event or problem- corrections to information previously reported. H6: device code corrected from migration to positioning problem.

Event description:
It was reported that stent migration occurred. The 50% stenosed target lesion was located in the moderately tortuous left subclavian artery. A non-boston scientific sheath was guided proximally to the left subclavian artery lesion by left brachial artery puncture. Since the stenosis rate was mild, a 10x40x75mm epic stent was deployed in left subclavian artery without predilation. However, angiography after implantation showed that the distal end of the stent had protruded into the inferior aortic arch. A 9fr sheath was guided from the right femoral artery to the proximal part of the stent, and the stent was pulled in with a snare to the right common iliac artery. It was planned to be removed through an open wound, but due to a drop in blood pressure, it was decided to move the patient from the angiography room to the operating room after a computerized tomography (CT) scan to perform the procedure. After coil embolization of the posterior pancreatic duodenal artery due to bleeding in the abdominal cavity on the CT scan, the physician suggested that an open wound removal would be difficult, so an apposition was perform with a stent graft and completed the procedure. The bleeding is not related to the epic. The patient was stable and under observation as well as recuperating in intensive care unit. The attending physician informed that the cause of the patient's hypotension was a possible vascular perforation due to the 0.035 inch non-boston scientific guidewire migrated into the celiac artery when guiding the 9fr sheath. It was further reported that the stent moved from the target site during deployment and not after stent implantation as what was previously reported.